Manufacturer narrative:
The device has been received and eval is in progress. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is prying/leveraging the device during implantation procedure. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant info is obtained from the investigation, a follow up report will be submitted.

Event description:
It was reported that the #1 implant remains in the patient's knee unsecured. During a meniscal repair, the cannula broke into two pieces while trying to insert the #2 implant. The surgeon tried to implant the #2 implant without the cannula with no success. The sutures to the #1 implant were cut; leaving the implant outside the joint behind the capsule. Another ar-4500 was used to successfully complete the case. No further pt info was provided at the time of this report or made available in response to follow-up communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.